Event description:
The complainant reported a balloon burst. Replacement tube was inserted on (B) (6) 2010, and the balloon burst on (B) (6) 2010.

Manufacturer narrative:
(B) (4). (B) (4): the testing and investigation results indicated that balloon burst/leaks/holes was confirmed. (B) (4)